Event description:
It was reported that the device was confirmed to have no display of battery voltage and atrial capture management (acm) data erasing. Near the end of the device check, the screen of battery voltage was reopened and it indicated 3.11 volts, but acm data erasing remained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID bsx-lead 4323-42 implanted: 2006 (B)(6). (B)(4).

Event description:
It was further reported that a remote monitoring transmission was received. The information received indicated that the battery voltage and acm data was stored and was within normal range.